Event description:
The provider alleges the end user alleged the m51psemiblue power chair will randomly jerk forward and hit a door frame and causing damage. The provider states the joystick shut off suddenly causing the user to be thrown from the chair. He states she hurt her knee.